Manufacturer narrative:
Investigation:a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable history search confirmed there were no occurrences of a similar issue reported on this lot worldwide. A request was made on the (B)(6) 2021 to the terumo bct regional quality manager to arrange device service, however the customer declined the service call request indicating the device is functioning correctly and currently in use. A copy of the autopsy report was also requested at the same time but was declined as the customer did not want to disclose this information citing donor confidentiality the run data file (rdf) was analyzed for this event. Run data file analysis showed a male donor with a height of 165cm and weight of (B)(6) was entered into the trima system. Using this information, the trima calculated the donors total blood volume (tbv) to be 5149ml. A double platelet product was targeted and collected. The trima end of run summary reported the total platelet volume collected was 502ml with 79ml of that volume estimated to be anticoagulant (ac). Therefore, only 423ml of donor blood volume was predicted to be collected from this donor (8% of the donor tbv). The trima safety box donor volume limit is 15% of the donor tbv, which would be 772ml of donor blood volume collected from this donor. The run data file showed that signals from the reservoir remained steady and within the expected limits, indicating that all volume collection occurred as reported and within the trima safety box volume limits. The run data file also showed a steady and uninterrupted concentration of platelets were collected from the lrs chamber, as expected. Run data file analysis confirmed there were no alerts generated or operator flow adjustments made throughout this procedure, including throughout the duration of plasma rinseback. The ac sensor was shown to consistently detect fluid and there were no alerts that indicated possible inadequate ac flow. The trima end of run summary reported the donors post platelet count was 152 and the donors post hematocrit was 46%, both remaining well above the trima safety box minimum limits of 100 for platelets and 32% for donor hematocrit. There is no evidence or suspicion of device malfunction based on the run data file analysis. Per terumo bct medical review, there is no current evidence to suggest that the device caused or contributed to the donor's death. The customer declined to provide further contact information. Root cause: a definitive root cause for the donor death could not be determined. There is no evidence or suspicion of device malfunction based on the run data file analysis. An autopsy report could not be provided by the customer to establish the cause of death, therefore, the cause of death was undetermined. Possible causes include but are not limited to: - undisclosed medical condition - unknown event that occurred to the donor that led to death.

Event description:
The customer reported that a donor went through a platelet collection procedure on (B)(6) 2021. The procedure was normal, and no alarm appeared, the donor did not feel uncomfortable and left the blood center according to the normal process. The next day, the donor felt uncomfortable and went to the hospital and was admitted. He was diagnosed with myocardial infarction then passed away due to the illness on (B)(6) 2021. Per the customer, all the indicators before collection were normal. The donors answer to all health consultation questions was "no". The customer declined to provide patient identifier. This report is being filed due to patient (donor) death, though there is no allegation that the device caused or contributed to the death. The disposable set is not available for return because it was discarded by the customer